Event description:
Pt with central access in internal jugular was found detached the fixative of the venous catheter, chest plate was made and the catheter remained inside the pt, was necessary to send the pt to operating room to remove the portion of the catheter in pt's vein. FDA safety report ID# (B)(4).